Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr in conjunction with the customer was able to determine the issue was caused by human error. The fsr verified the performance and reported the device is working as intended.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.